Event description:
Medtronic received information that during the procedure, the end of this pericardial sump broke off injuring the chordae tendinae. The device was replaced and the chordae were successfully repaired. It was reported that 2 weeks post procedure, the patient continued to do well and was recovering normally.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed that the end of the sump was broke off. The broken ends of the spring were observed under magnification and there appeared to be tool marks around the area of the break. Conclusion: analysis confirmed the clinical observation and determined the breakage was caused by damage incurred by the use of a tool in the area of the break. The device history could not be reviewed as no lot number was provided. (B)(4).

Manufacturer narrative:
Further investigation was performed and determined that the injury to the chordae tendinae could only occur if the sump was placed inside the heart. If this was the case, the chordae could become tangled in the spring of the sump tip. When removing the sump, the sump tip spring was stretched, allowing the tip to break. To free up the chordae, the sump spring would have to be cut for removal. Use of the sump inside the heart is considered off label use. The outer packaging and inner packaging of this product lists a warning against this use.